Event description:
The complainant reported that the ttp j-tube enteral feeding device that had been therapeutically placed in pt (age and gender unk) approximately two months previous had become completely detached from the hub. The tube was located in the pt's stomach where it was removed via the aid of forceps used with an endoscope. A replacement j-tube enteral feeding device was placed in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.